Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. D4: product UDI - the manufacturing date for the reported device is prior to 24sept2016, therefore no UDI.

Event description:
Philips received a complaint on an intellivue multi measurement server indicating that the customer was requesting bench repair, because the spo2 was not getting accurate numbers; giving 70 %. The device was not in clinical use at the time the issue was discovered. No adverse event or harm was reported.

Manufacturer narrative:
A philips bench repair technician (brt) tested the returned device by connecting an spo2 lead to the unit. The brt received an accurate reading. Based on the results of the analysis, the product malfunction was unable to be confirmed. As for precautionary measures, as there was a chance that the inaccurate reading was an intermittent issue, the solution would be to replace the entire unit. However, the unit was passed its end-of-life date; therefore, the device was returned back to the customer. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. If additional information is received, the complaint file will be reopened for further investigation.